Event description:
The customer reported that a seal could not be obtained while using a ligasure generator with power output set at 3 bars.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.